Event description:
At the final tighten the cam at the distal tip of the di are broken off. The instrument was used for the first time. Surgery was completed successful.

Manufacturer narrative:
One (1) expedium di castle torque tightener [product code: 2797-22-870, lot no: gb38769] was returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that all four castle nut tabs were fractured at the distal tip of the device, the second half of the four tabs were not provided with the device. The fracture analysis report indicated that the fractured surfaces of each tab exhibited consistent deformation that extends across the entire surface suggesting the tabs underwent a quasi-static overload failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the four castle nut tabs breaking off cannot be positively determined. However, the fracture analysis report indicated that the fractured surfaces of each tab exhibited consistent deformation that extends across the entire surface suggesting the tabs underwent a quasi-static overload failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.